Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex pusher was found extending from within the phenom 27 catheter for ~197.0cm. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 distal marker/tip was found in good condition. The pipeline flex embolization device could not be removed from within the phenom 27 catheter. The phenom 27 catheter was dissected (cut), and the phenom 27 catheter was removed. No bends or kinks were found with the pusher. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The proximal bumper and resheathing pad were found intact. The sleeves were found misshapen, but in good condition. The pipeline flex pusher tip coil was found damaged. The pipeline flex braid ends were found open, but damaged (frayed). The phenom 27 catheter total length was me asured to be ~158.5cm and the useable length was measured to be ~152.0cm. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed as the braid has already been deployed and resheathed. It is likely the damage to the braid contributed to the events. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline did not open. The patient was being treated for a ruptured, amorphous, carotid siphon aneurysm on the left internal carotid artery. Dual antiplatelet treatment was administered. The doctor said the angiographic result post procedure was good. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.